Event description:
It was reported that a patient sustained an injury to the head that required a stitch to close. The injury was caused by a ferrous scissor being pulled into the magnet and contacting the patient in the head. A health care professional brought the scissors into the magnet room. The site had warning signs at entrances to the magnet room warning of the magnetic field. Health care professionals are all trained on the dangers of the magnet field. The scissors were never checked for ferrous content. The signs, training and checking are all specified in the operator's manual.